Manufacturer narrative:
(B)(4)

Event description:
It was reported from the sales rep: that the arrow balloon wedge pressure catheter ruptured. No other additional information from the customer was able to be obtained.

Manufacturer narrative:
(B)(4). Teleflex did not receive the device for investigation therefore the reported complaint that the balloon ruptured in use is not able to be confirmed. The root cause of the complaint is undetermined. The specific lot number was not reported, but a device history record (DHR) review was conducted for the lot numbers shipped to this account with no relevant findings. All devices passed manufacturing specifications prior to release. The reported complaint will be monitored for developing trends.

Event description:
It was reported from the sales rep: that the arrow balloon wedge pressure catheter ruptured. No other additional information from the customer was able to be obtained.